Event description:
Customer alleged 3 sets of discrepant blood glucose values: 236 mg/dl, 136 mg/dl, & 119 mg/dl (within 10 minutes); 245 mg/dl, & 97 mg/dl (within 10 minutes); and 295 mg/dl, & 127 mg/dl (within 10 minutes) back to back on the advantage system. The location in which the testing was performed was not provided. The customer reported no action as a result of the comparison. No adverse event related to the alleged malfunction was reported. A request was made for the return of the suspect device and replacement product was sent.